Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient who had total knee replacement last month, came in to see surgeon for follow up appointment. Prior to the appointment the proper procedure for applying the dressing pre- and post operatively were followed during the surgery. On (B)(6) 2015; during his post-op visit the dressing was removed, and a red, raised rash was noted under all four sides of border of dressing. The dressing was worn for 23 days against the manufacturer's recommendations; as the dressing is only indicated for wear of up to 7 days. The physician diagnosed the area as a possible allergic reaction, issued a prescription for oral keflex 500mg 4 times a day for 10 days and advised to use over the counter hydrocortisone cream until redness resolved. Additionally, the reporter advised that proper application techniques including flexion of knee prior to application of dressings were discussed in a symposium to prevent future reactions.